Manufacturer narrative:
It was reported that, " right ij cordis tube disconnected from white introducer and patient was found bleeding. Line was removed and patient was stable for discharge that same day". No additional information is available at this time. Has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Right ij cordis tube disconnected from white introducer.